Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the procedure was aborted and a surgical aortic valve implant procedure was planned.

Event description:
Additional information was received that the procedure was aborted due to a large "ball" like piece of calcium that was observed prior to the insertion of the dcs. The dcs was ultimately never inserted into the patient and a surgical aortic valve replacement was scheduled for later in the week.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, h6, image review: only one intraprocedural image of a pre-implant balloon aortic valvuloplasty was provided for review. The procedure was reported to have been aborted; however, no additional procedural details or supporting documentation were provided. Consequently, the available information is insufficient to support a definitive assessment, and the analysis is therefore inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.